Event description:
It was reported that the ankle casting on the foot end weldment broke. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Results: ankle casting on the foot end weldment.